Manufacturer narrative:
Patient information was unavailable from the site as the reporting neuro coordinator declined manufacturers request. RMA issued. Replacement computer shipped to site (B)(4) 2014. Medtronic investigation of returned suspect computer finds that the initial power up was unsuccessful. System does not post. Re-seat ram resulted in no change. Removed one set of RMA and now system emits 1 long and two short beeps - this indicates issue with the video adapter. Computer failure, graphics card malfunction, directly caused event.

Event description:
A site representative, neuro coordinator, reported that when setting up for a posterior spinal fusion procedure, the navigation system was powered on, however, both monitors displayed no input connected. The computer was checked and found it was not powered on. A site biomed representative plugged the computer directly to the wall, still this did not resolve the issue. A different navigation system was brought in to be used in the procedure. The surgeon completed the procedure with the use of the alternate navigation system. There was no impact on patient outcome.